Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because this complaint was based on a social media post, and no lot information was provided. Based on available information, causes for the reported mitral regurgitation and death could not be conclusively determined. The reported patient effects of mitral regurgitation and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that on a social media post; an individual commented the following statement: "my son went to (B)(6) to fixed his valve liking¿¿. And the dr killed him! ". No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.